Event description:
(B)(4). It was reported that post a stenting treatment procedure, a myocardial infarction occurred. The patient presented at the time of the index procedure due to silent ischemia and stable angina (ccs class 1). Cardiac catheterization revealed a 75% stenosed and 30mm long lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 2.5mm. The lesion was treated with direct stenting of a 2.75x32mm taxus element stent and post dilation resulting in 0% residual stenosis. One day later, the patient experienced cardiac enzyme elevation and a myocardial infarction was reported without ischemic symptoms (peak ck=261 iu/l, uln=200 iu/l, peak ck-mb=10.1ng/ml, uln=3.6 ng/ml, peak troponin= 0.873 ng/ml, uln= 0.04 ng/ml). No action was taken to treat this event and the patient was discharged the same day on aspirin and clopidogrel. It is the opinion of the physician that this event is not related to the taxus element stent.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).